Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after pacemaker system implant, the implantable lead was surgically repositioned due to lead dislodgement. The header port of the pacemaker was damaged during the lead revision while using the torque wrench, and the internal connector part was disconnected. Subsequently, the pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.

Event description:
It was reported that the day after pacemaker system implant, one of the implantable leads was surgically repositioned due to lead dislodgement. The header port of the pacemaker was damaged during the lead revision while using the torque wrench, and the internal connector part was disconnected. Subsequently, the pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis. Additional information received reported that it was the right ventricular (rv) lead that had dislodged, and rv lead dislodgement had been confirmed via x-rays. The rv lead remains in service. This pacemaker is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted that the right atrial (ra) set screw was missing from the device. A set screw was inserted into the ra set screw terminal block for further testing, and visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the day after pacemaker system implant, one of the implantable leads was surgically repositioned due to lead dislodgement. The header port of the pacemaker was damaged during the lead revision while using the torque wrench, and the internal connector part was disconnected. Subsequently, the pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis. Additional information received reported that it was the right ventricular (rv) lead that had dislodged, and rv lead dislodgement had been confirmed via x-rays. The rv lead remains in service. This pacemaker is expected to be returned for analysis. No additional adverse patient effects were reported.